Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The first most proximal strut was lifted and pulled distally. The remainder of the stent was undamaged, showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged section was measured using lasermike and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found a kink within the guidewire exchange port. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.